Event description:
It was reported that log file review showed that there were a few odd low power advisories while the patient was connected to the mobile power unit (mpu). The mpu was confirmed to have a v-lock connector on the ac power cord. It was unknown if the mpu came loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The alarms self-resolved, and the mpu would remain in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.